Event description:
It was reported that the patient¿s ipg was unable to hold charge. Eventually, the patient did not recharge the ipg as recommended. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-operatively.

Manufacturer narrative:
The analysis codes were incorrectly reported erroneously in the initial report. This report consists of the correct codes.